Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic patient presented in clinic for scheduled follow up. Upon interrogation, the right ventricular lead exhibited high capture thresholds and low sensing. CT scan was performed and revealed the lead had perforated the heart. On (B)(6) 2016, the lead was able to be repositioned without issue and the procedure concluded successfully. The patient was in stable condition post operation and would continue to be monitored.